Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and to return it for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information was obtained indicating that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was confirmed that device was depleting earlier than expected. Power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. Coulomb count shows high current drain in the v230 supply. Supply to v230 also provides power to the v220 circuit. Previous analysis and testing have shown with high hydrogen present, one or both v220 capacitors goes leaky.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and to return it for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information was obtained indicating that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and to return it for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.